Event description:
It was reported that the patient faced infusion sets fell off during use and high blood glucose event and treated with correction bolus via multiple daily injections on (B)(6) 2026.

Manufacturer narrative:
MDR (B)(4)/ initial 3 of 4. Request was performed for additional information including lot number and sample return; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress. Based on the available information, this event is deemed to be a reportable serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545. Manufacturing site: 3003442380.